Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 6atm for several seconds. The device was removed without any problem using normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address, city: (B)(6).